Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the user was unable to oxygenate (the user determined this based on faulty partial pressure of oxygen results). Estimated 60cc blood loss. The product was changed out after 20 mins on bypass. The surgery was completed successfully.